Event description:
Pt reported infusion device displayed "2.01" with continuous beeping. He indicated that he replaced the power pack and the infusion device functioned properly. The power packs were in use for 3-4 weeks prior to the incident. Pt did not report any physiological effects associated with this issue. No medical assistance was reported. Product was requested to be returned for evaluation.